Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. On (B)(6) 2017 the patient underwent a mesh removal surgery, and it was found that the mesh had ¿completely shrunken to a tiny ball.¿ the patient continues to experience pain, n&v, chills, inflammation, loss of appetite and weight loss. No additional information was provided.